Event description:
Complainant alleged that during training, the devices screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.